Event description:
During a cryoablation procedure, while the pt was under anesthesia, the tech inserted the needles into the system in preparation for the needle test. After the needles were locked into place, the system would not recognize the needles. The channels on the screen were greyed out. The system was rebooted twice but the issue remained. The case was cancelled.